Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The osteotome looks very worn and chipped due to lots of use and needs to be replaced. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device exhibited significant signs of clinical use. The tip of the osteotome is damaged and the device exhibits severe indentation marks, consistent with the damage occurred from general usage over a period. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the 8mm osteotome straight becoming worn cannot be positively determined. However, the damage can be attributed to the general wear causing the tip to get damaged over a period. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.